Manufacturer narrative:
The mfg batch records for the lot have been reviewed and revealed no indication that the device used did not meet specs. The actual device used is not available for eval. The filter is believed to still be implanted in the pt. The MFR has received no further info regarding the pt, implantation procedure, or past-operative procedure. No x-ray films have been provided.